Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the retaining screw (mhlas) loosened. The doctor retightened the loosened screw.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Alleged event was non-verifiable with the information provided. The product was not returned for inspection. A singular root cause could not be determined.